Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer indicated there were two tampons within one applicator. One of the tampons did not contain a string, which made it difficult to remove. She was able to remove.